Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for the high voltage lead impedance was observed via remote transmission. Technical services was contacted, and they suggested testing the system with a 10 j chock, possible chest x-ray, custom vector to check for isometric noise, or continue to monitor. The patient will be seen in clinic for further evaluation. The patient was stable.

Event description:
: New information received notes that when the patient was seen to evaluate the device and leads, increased, out of range impedance was observed on both the atrial and ventricular leads. The patient was scheduled for lead revisions, but it was found the fluid overloaded. Approximately thirty pounds of fluid was pulled off the patient. The impedances were within normal range with the exception of the high voltage. The physician reviewed the case and believed the fluid was the culprit in the anomalous readings.

Event description:
Related manufacturer reference number: 2938836-2020-02094.